Manufacturer narrative:
The lead will not be returned for analysis as it was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one-day post implant. Attempts to reposition were complicated by helix issues. The lead was explanted. Besides intervention, no adverse patient effects were reported.